Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement. During normal device system upgrade, this rv lead was discovered to be in the outflow track. The patient was not pacemaker dependent. This lead was removed since it was not needed for the system upgrade. There were no reported adverse patient effects. The reported event date occurs after the explant date. Therefore, neither dates have been reported.